Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. No visual anomalies were observed on the returned set. The pull flush device is attached to the transducer. When the returned set was primed and pressure leak tested, a leak was observed from the pick flush device in an inactivated state. The transducer is a purchased part from ensenada. A device history (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9: product received date: 12/28/2023.

Event description:
It was reported that a 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip generated a leak during patient use. The customer reported the following issue: "leak on the flush of a pressure head even though it has been in place for less than 24 hours." Change of pressure head. No clinical consequences. There was no delay in therapy and the therapy was completed. There was no blood loss considered clinically significant. There was no exposure to cytotoxics for healthcare professionals. The leak was cleaned up according to facility protocol. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.